Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the treatment day shows all system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows forty successfully performed treatments. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review of the complete treatment day shows that many beam control checks were performed way before (up to six minutes) the start of the treatments and not immediately before the treatments. During several treatments the surgeon has had difficulties to reach a valid suction one and two value and/or had to perform multiple docking attempts. Due to these issues, some treatments were cancelled before the start of the laser ablation and restarted with a new patient interface. The review also shows that all treatments were performed with no relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The associated treatment reports have been requested but were not provided. Therefore, the event cannot be confirmed, and a deeper analysis cannot be performed. The investigation is completed based on the information made available without event confirmation or identification of the root cause. Root cause could not be determined based on the available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was an incomplete flap in the left eye during lasik surgery. The surgeon attempted to lift it but was unsuccessful and treated it with a bandage contact lens. The procedure was aborted. There are two related reports for this patient. This report addresses the patient's initials ac left eye, and another manufacturer report will be filed for the fellow eye.